Event description:
It was reported that a (B)(6) female patient ((B)(6)) underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered complete heart block requiring a pacemaker to be implanted. During mapping along the left ventricle (lv) septum with the ablation catheter, the his bundle was bumped. This resulted in complete heart block. The patient was observed for 30 minutes with pacing support via pentaray catheter in the right ventricle (rv), but native atrioventricular (av) conduction did not return. During the time of this report, the patient was undergoing a permanent pacemaker implant. It was reported that the patient was in stable condition. No ablation had been completed- ablation procedure was abandoned. A transseptal puncture was not performed the access was retrograde. No error messages were observed on biosense webster equipment during the procedure. The patient's husband stated the patient¿s heart rate had been running slower lately and her sister also has a pacemaker. The physician¿s opinion on the cause of this adverse event was unknown. The patient required extended hospitalization because of the adverse event. The patient outcome was fully recovered. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30653641l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).